Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the esheath was able to reached the iliac artery, but note advance further. The dilatator was followed by a lunderqiust wire, and the esheath "self" was split causing a dissection of the vessel wall. An endovascular stent was implanted with the vascular surgeon to treat the rupture in the iliac. A new valve was prepared, but it was decided to aborted the procedure. The patient was doing well post procedure. Per pre-decontamination evaluation observations, of the returned device, the distal tip was observed to be split, and the liner was partially expanded 7cm in length from the strain relief.

Manufacturer narrative:
Correction to h6. The returned device was visually examined, and the following was observed: sheath shaft and dilator shafts curved. Distal tip opened as designed, but with a split and soft tip damage. Scratches observed on sheath shaft near distal tip. Sheath shaft kinked at 11cm from distal tip and 4.5cm from strain relief. Liner prematurely expanded, 6cm in length from distal tip. Liner prematurely expanded 7cm in length, starting 1cm from strain relief. Imagery was provided by the site and revealed the following: calcified aorta and access vessels. Moderate tortuosity. Access vessel size appears to be adequate to accommodate a 14f sheath (greater than or equal to 5.5 mm). Right side was accessed. Esheath situated above the bifurcation. Contrast is observed 'leaking' into the peritoneal cavity, suggesting aortoiliac perforation. Sheath shaft kinked. Scratch on sheath shaft near tip area. Liner prematurely expanded near middle section of the sheath shaft and on distal tip. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inability to introduce sheath, esheath premature expansion and distal tip split was confirmed. Available information suggests patient factors (calcification, tortuosity) and or procedural factors (excessive manipulation) likely contributed to the event. To promote successful introduction of the esheath/esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035 inch guidewire compatibility, adequate sheath introducer locking feature (esheath+ only), and no premature opening of the distal tip or seam of the esheath/esheath+ during introducer insertion. Esheath and esheath+ were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training refresher training materials, including adequate hydration of components, use of 0.035 inch guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaints were confirmed. Investigation results suggest indicate that patient factors (calcification, tortuosity) may have caused or contributed to the inability to introduce the sheath, while patient (calcification, tortuosity) and or procedural (excessive manipulation) factors may have caused or contributed to the sheath distal tip split and premature expansion. No edwards defect or manufacturing nonconformance that would have contributed to the reported event was identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.